Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the isolation wall (sheath) of the dcs12 is broken when using for the third time during this procedure. There was no consequence to the pt.